Event description:
Reporter stated the customer has experienced hyperglycemia of up to 300 mg/dl due to inaccurate insulin delivery. The customer's blood glucose increases when the cartridge is almost empty, and the infusion set has been disconnected to deliver a bolus but no insulin is delivered. No adverse event was reported. The alleged product was requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.